Event description:
It was reported that a homechoice device experienced a system error 2367 alarm (resume error, critical error found). Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The reported alarm indicates a potential malfunction of the disposable cassette. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.